Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a travel coarse error. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
Additional information h6, h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A visual inspection found the tamper seals broken on bottom case and plunger assembly. In addition, the right plunger case was cracked. A review of the event history log found check clutch plunger lever in the history. During occlusion testing, check clutch error was noted. The clutch halves and lead screw were found slipping and popping during occlusion testing due to normal wear. The root cause of the issue was due to normal wear as the pump was over 5 years old. Replaced the lead screw and both clutch halves were cleaned and greased., corrected data: d1.